Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that pt felt pain radiating from their pocket site. Pt stated they do not just feel the pain at their pocket site but it will radiate out to their front as well. Pt stated they will on occasion be jolted suddenly as well. Pt stated they are not sure if their system is causing this or not but did confirm that the pain has been getting worse over the past few months. Pt also stated that in the last month pt was not sure if their implanted system was helping their symptoms or not. Pt noticed as they would increase stimulation they would feel the stimulation going down their left leg. Pt did decrease stimulation the feeling dissipated. Reviewed therapy expectations. Pt declined to be walked through how to turn stimulation off or down. Pt stated they will alter stimulation settings once the call was over. Pt did change their program from 1 to 2 and confirmed they felt stimulation in their butt cheek. The patient was redirected to their healthcare provider to further address the issue. Pt stated they will see their "normal" hcp tomorrow, but will also follow up with their hcp who implanted their device as well.

Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.